Event description:
It was reported that during testing, the bur broke in the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.